Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. The product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
An or manager reported during an intraocular lens (iol) implant procedure, the posterior capsular bag broke. The surgeon felt 'something' during the surgery during rotation of the lens that led to this event. The surgeon indicated that the haptic was defective. The lens remains implanted in the eye, no further harm reported.

Manufacturer narrative:
Additional information was provided, which indicated an approved cartridge was used with an handpiece and viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The manufacturer internal reference number is: (B)(4).